Event description:
It was reported that the device had damaged battery compartment. The issue was discovered during testing. Device analysis found that the downstream occlusion (dso) and upstream occlusion (uso) seals were delaminated.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. It was found that the downstream occlusion (dso) seal and upstream occlusion (uso) seal were both delaminated. The uso and dso seals were replaced to address this issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.